Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.b5: a clarification was made on 05mar2023 confirmed that binaxnow covid-19 ag card was used by the customer instead of binaxnow covid-19 ag self-test as reported initially. : brand name unique identifier (UDI),- catalog PMA/510(k) device discarded, single use

Event description:
The consumer reported a conflicting result with binaxnow covid-19 ag card on 22nov2022. The consumer performed two tests on (B)(6) 2022.the first test was a positive result, and the second test was a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The consumer reported a conflicting result with binaxnow covid-19 ag self-test on (B)(6) 2022. The consumer performed two tests on (B)(6) 2022. The first test was a positive result, and the second test was a negative result. No additional patient information, including treatment and outcome, was provided.